Event description:
Right total knee. The revision today was, due to stiffness and ¿catching¿ in the knee. It was decided, that a ps knee added stability and range of motion. Mako was not mentioned as contributing to this complication.

Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed, as the device was not returned. Clinician review: no medical records were received, for review with a clinical consultant. Product history review: review of the device history records, indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported, that the patient was revised, due to stiffness and ¿catching¿ in the knee. The exact cause of the event could not be determined, because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation, for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, to indicate further evaluation is warranted. This record will be reopened. The following device were also listed in this report: device name: #x3 triathlon insert cs num3 10mm, cat#: 5531-g-310-e, lot#:7d6266. It cannot be determined, which, if this device may have caused or contributed to the patient's experience. H3 other text: device not returned to the manufacturer.